Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and determined that this model is no longer supported, and the spare parts are no longer available due to end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device is eol.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device does not work. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device does not work. There was no patient involvement.